Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer alleged that the pump did not deliver enough insulin; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy.